Event description:
It was reported that the patient stated one (1) battery was "not being recognized by the controller." This was not occurring with any of the patient's other batteries. The battery was exchanged by the treating facility and the patient given a new battery. There was no reported patient injury as a result of this event. The battery has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The battery has been received and is awaiting further analysis. A review of the complaint data was completed for this patient and no related complaints were found. There is no record of previous servicing for this patient. The device was returned to the manufacturer for evaluation. The battery failed functional testing and was not recognized by the ti system. Similarly no connection could be established when connected to a controller or battery charger. Further analysis found that the battery vdc wire was open within the connector assembly itself. While the exact cause of the event cannot be determined, based on the testing performed, the battery vdc wire opened or disconnected may have caused the conditions which resulted in the reported event. Most likely root cause could be an incorrect assembly of the connector with the cable of the battery. Log file analysis revealed power switching events as well. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.